Event description:
Pt called lfs on august 15, 2003 alleging that their one touch ultra meter would not power on. Pt reported that the issue started in 2003. Pt had to visit the ER, due to swelling in their feet. Pt was treated by IV. The customer service rep discovered through troubleshooting that the batteries were correctly installed, the batteries were replaced less than 1 year ago, battery contacts were in good condition, and was using correct test strips. The meter was replaced as a result of the unresolved power issue. Pt had stopped taking insulin due to running out of syringe. Hence, there was no evidence that the meter contributed to an adverse event. The meter is being reported due to an unresolved power issue.